Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was an indication of an obstruction. Event details and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the obstruction was noticed prior to the procedure, during testing. There was no patient contact. Another device was used to complete the procedure.

Manufacturer narrative:
Additional information has been provided. The phacoemulsification handpiece was received and a visual assessment of the returned sample did not reveal any visual nonconformities. The phacoemulsification handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet alcon specifications per manufacturing test procedure (mtp). A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet all product specifications. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).